Manufacturer narrative:
(B)(4). If explanted, give date: an explant was scheduled for (B)(6) 2018, however not yet confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis symfony multifocal intraocular lens (model zxr00, +24.0 diopter) was implanted in patient's operative eye on (B)(6) 2017. It was later scheduled to be explanted on (B)(6) 2018 in a secondary procedure because of patient experiencing blurry vision, halos, visual disturbance and light sensitivity. Reportedly the near vision was 20/25. No further information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
During follow up, it was determined that the patient's date of birth is as follows: date of birth: (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.